Event description:
A medical assistant reported that the footswitch side button did not work prior to a surgical procedure. The procedure was initiated and completed with the same system and accessories. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was found to meet specification. Therefore, the root cause of the reported event cannot be established. (B)(4).